Manufacturer narrative:
The customer's complaint of "upon powering up, the lcd only had a line through the middle, and the platform made a clicking sound" was confirmed during the functional testing. The customer's complaint of "the autopulse platform (sn (B)(6)) displayed a "system error, out of service, revert to manual CPR" message upon powering on" could not be verified because the autopulse platform failed power on self-test (post), and the archive could not be downloaded during the functional testing at zoll. However, based on the investigation, the root cause of the customer's reported complaints was determined to be a failed processor board, likely attributed to failed component(s). Upon visual inspection, no physical damage was observed. Unable to perform functional testing, the archive couldn't be downloaded due to the device failing initialization during the post. However, verified and confirmed that the autopulse platform powered on with the lcd displaying a blank screen. The reset clicking sounds repetitive, and no archive download and active operation would be achieved. The processor board needs to be replaced to address the observed failure. The customer has received the replacement autopulse platform. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with sn (B)(6).

Event description:
During the incoming inspection, the autopulse platform (sn (B)(6)) displayed a "system error, out of service, revert to manual CPR" message upon powering on. The customer powered off the autopulse platform, then held the green and orange (on/off) buttons and powered it back on. Upon powering up, the lcd only had a line through the middle, and the platform made a clicking sound. No patient involvement.

Manufacturer narrative:
Zoll has not received the autopulse platform (sn (B)(6)) for investigation. A follow-up report will be submitted if and when the product is returned, and the investigation has been completed.